Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16042.

Manufacturer narrative:
Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Event description:
Touch screen is not working correctly. Does not recognize touch when attempting to make changes.

Manufacturer narrative:
H11: correction to b5 of the initial report: philips received a complaint from customer, reporting the touchscreen did not recognize touch input on a v60 ventilator. The device was in clinical use. There was no harm. A manufacturer's product support engineer (pse) confirmed there was no patient impact; the unit was exchanged for an alternative v60 to continue therapy. The issue could not be reproduced during service evaluation. The device was confirmed to be operating per specifications and no failure was identified. The pse proactively cleaned the screen and bezel edges and completed a touchscreen calibration. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Updated evaluation results code grid and conclusion code grid based on the information provided.